Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and battery gauge was inaccurate. Pump shutdown due to low power. Customer's blood glucose was 226-228 mg/dl. Customer restarted pump to resolve the issue.